Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had received an error in the motor was detected by reading unexpected value from hall sensor. The customer¿s blood glucose level was 203 mg/dl. The customer stated that run the load reservoir and fill tubing process and again alarm during the load reservoir and fill tubing process. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with constant no motor movement or negligible alarm due to corroded motor assembly. Unable to confirm an error in the motor was detected by reading unexpected value from hall sensor error alarm due to no motor movement or negligible alarm during rewind.